Manufacturer narrative:
Device evaluation to be conducted once device has been received. Results of evaluation, and further investigation results to be provided in a supplement report.

Manufacturer narrative:
Replacement pump (B)(4) was delivered (B)(4) 2010. Patient called hotline (B)(6) 2010 afternoon stating nurse was coming for dressing change. By morning (B)(6) 2010 nurse noted that wound was macerated and the edges of the wound rolled. On (B)(6) 2010 nurse called stating the replacement pump was not working properly. Replacement pump (B)(4) was delivered (B)(4) 2010. On (B)(6) 2010, the patient called and stated that the pump problems were resolved and that pump could be returned. The issue of persistent leak alarm originally reported with the first pump (B)(4) was not confirmed as the pump was not received for evaluation. The root cause of the original issue is undetermined. The first replacement pump (B)(4) was returned for evaluation and the pump issue reported by the nurse was confirmed; the device displayed "device failed" error code #31 ("error switching the device into off mode") during evaluation. This device was running software version 0.66. "Device failed" is a normal fail-safe function to halt therapy when an error occurs. The error was cleared and the device passed all functional testing. The root cause was determined to be a design function of the pump. There is no evidence from review of the call transcripts and the handling of the complaint that the patient was given any erroneous information which would cause harm. The ramr file was reviewed for the reported issues. The original reported issue of leak alarm prevents initiation of therapy, but does not pose serious harm to the patient. The second reported issue of complete loss of pump functionality during therapy has an expected frequency either between 1 in 1,000 to 1 in 10,000 which could potentially result in maceration or local infection or between 1 in 10,000 to 1 in 100,000 which could potentially result in systemic infection, both with a medium risk rating. For the past 12 months of sales, approximately (B)(4) units of this product were sold. (B)(4).

Event description:
Maceration the pump and foam dressing were placed on patient's wound at home on a friday by the visiting nurse and the smith & nephew rep was in attendance (B)(4). Patient called the hotline late that first evening because of a leak alarm. Patient stated that he told the hotline he didn't think it was the dressing rather a problem with the o ring on the pump. Patient stated that he told them it was a fresh amputation site and it must be kept on the pump. Patient states that the hotline told him it was ok to leave it 14-16 hours so he went back to bed. Patient further states that since then he has discussed this with his nurse, physician and greg who all told him that the time limit was 2 hours. At some point on saturday the patient did call (B)(6) and a new pump was delivered. The first replacement pump did not function properly and a second replacement pump was delivered later that day. By morning when the visiting nurse came to change the patient's dressing the wound was macerated and the edges of the wound rolled. The home care nurse told him to call his physician, which he did and later that week he was readmitted to the hospital and had a revision of his amputation. Patient's original amputation was above the ankle and the repeat amputation was a below the knee. Note: during follow up call conducted on (B)(6) 2010 between the patient and patricia burns, vp clinical affairs; the patient repeatedly stated that he was told it was ok to leave the dressing 14-16 hours. However, this is an unusual timeframe and not documented in any of our literature, and is not part of the faqs that the staff at the hotline use for patient communications. A review of the hotline transcripts did not indicate that any such recommendation was provided by the hotline staff.